Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged defib monitor flex cable. The defib monitor flex cable was replaced to remedy the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.